Manufacturer narrative:
Additional contact information: (B)(4).

Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable. No adverse patient effects were reported. No additional information is available at this time.